Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown timer. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon troubleshooting, the fse investigated the root cause by identifying that the system was not powering on because the power supply to the flat detector was off. Further examination revealed that fuse 12 on the power panel was blown. A blown fuse interrupts the electrical circuit, halting power supply to components such as the flat detector, which is essential for system operation. To resolve the issue, the fse replaced the blown fuse with a new one. After replacing the fuse, the fse monitored the power supply to the flat detector to ensure that it returned to normal operation without fluctuations or interruptions. Following the replacement and verification of power supply stability, the system was returned to good working order. The codes were updated based on the investigation outcome.